Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during startup, a ventilator graphic user interface (gui) became inoperable. Additional information has been requested. There was no patient involvement.